Event description:
It was reported that the venticular theshold and impedance increased. Non-capture and lead failure were also reported. The lead was capped and no patient complications have been reported as a result of this event.